Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm ,the customer replaced the equipment. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the issue with the valve group, valve group was found to be leaking after testing. Fse resolved the issue by replacing drive manifold assembly. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a